Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 30088208l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. No error messages were observed on any bwi equipment during the procedure. The generator was used in power control mode.